Event description:
On (B)(6) 2008, pt under acfd c4-6 and c5 corpectomy using infuse bone graft in combination with verte-stack peek corpectomy device performed by dr (B)(6) at (B)(6). Pt developed severe post-operative complications, swelling edema about the throat, dysphonia, disphagia, difficulty breathing requiring prolonged hospital stay in ICU. Pt complained of worsening post-operative pain to right hand. Post-operative radiografts indicated severe compression of cervical region and formation of several bony osteophytes that were not present on pre-operative comparative radiographs pt under went c5, c6, c6, t1 laminectomy in combination with autograft and dbx putty on (B)(6) 2008. Complications continued post-operatively with worsening pain and loss of function of right hand. (B)(6) 2008 CT demonstrates severe bony osteophyte formation at c4, c6, t2-3 compressing spinal cord at right side. In (B)(6) 2009, pt underwent third revision surgery, c5, c6, c7, t1, t2, t3 laminectomy with instrumentation and autograft with dbx putty. (B)(6) 2009, pt undergoes fourth revision surgery to remove instrumentation. I just learned that the cervical verte-stact device implanted into my neck in (B)(6) 2008 did not have FDA clearance and I signed no consent forms or ide, irb. And that this device under 510(k) was only indicated for use in the lumbar region. The cervical "anatomic peek" was not approved until (B)(6) 2011 and was "required to be used with autograft". No disclosures or informed consent was ever provided indicating that the infuse bone graft was going to be used in combination with a device that had not obtained FDA clearance.